Event description:
Boston scientific received information that right atrial lead got dislodged. The physician then performed a surgical intervention and explanted this ra lead. A new lead was successfully implanted. No adverse patient effects were reported. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.